Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-01695. It was reported after lifting their suitcase the patient noticed a change in stimulation. During the revision, it was observed the leads had fractured at the anchor sites. In turn, the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of break/high impedances was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken followed by a cam impression mark. The fracture wires are consistent with overstress condition that leads may have been subjected to while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.